Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, the patient was noted to be hypotensive and a pericardial effusion was diagnosed via intracardiac echocardiogram when ablating on the left side of the heart. A pericardiocentesis was performed and the patient was stabilized. No further ablations were completed. There was no performance issue with the device.